Manufacturer narrative:
The wavy grasper subject of the reported event is being sent back for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure, the distal tip broke and separated from the wavy grasper subsequently contacting the patient. The distal tip was immediately retrieved by user facility personnel. The patient procedure proceeded and was successfully completed. No report of injury.

Manufacturer narrative:
The wavy grasper subject of the reported event was returned for evaluation. Review of the date code on the device indicated that wavy grasper was approximately 10 years old at the time of the reported event. Further evaluation results confirmed the reported event of the distal end of the device had separated and the single action jaw assembly had separated from the actuation rod. All other components were inspected, and no issues were noted. The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. A complaint review was performed and confirmed this to be the only complaint for this lot. The reported event can be attributed to the age of the wavy grasper and mechanical stress the instrument sustained during use. No additional issues have been reported.